Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that the yellow line was noticed on the package. The actual sample was returned for evaluation. Visual examination revealed a slightly pale/discolored 1/2 inch stripe that runs the width of the package label. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During picking of the package, a printing failure was noted. There were no adverse patient consequences. Additional information has been requested.